Event description:
Acetabulum checkpoint broke off upon removal. Piece was removed from hip using midas burr. Case type: tha. Surgical delay: = 15 minutes.

Manufacturer narrative:
Reported event: acetabulum checkpoint broke off upon removal. Piece was removed from hip using midas burr. Case type: tha, surgical delay: = 15 minutes. Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the device history records cannot be conducted as the lot number is not provided. Complaint history review: review of the complaint history records cannot be conducted as the lot number is not provided. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Acetabulum checkpoint broke off upon removal. Piece was removed from hip using midas burr. Case type: tha. Surgical delay: = 15 minutes.